Manufacturer narrative:
Follow-up #1 and final report submitted based on the results of investigation. Reported event: case number: (B)(4) , mps (B)(6) (covering case today) reported ups main power failure error and sparks/crackling in power cord once plugged in.case type: not reported. Device evaluation and results: per wo-(B)(4) - replaced power cord. Product history review: a review of the device history records indicate (B)(4) device was manufactured and accepted into final stock on 04/19/12. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 207010 shows no additional complaints related to the failure in this investigation. Conclusions: the reported event was confirmed, system ready for clinical use. No additional investigation or specific actions are required. Per d03391, preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Case number: (B)(4), mps (B)(6) (covering case today) reported ups main power failure error and sparks/crackling in power cord once plugged in. Case type: not reported.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(6), mps (B)(6) (covering case today) reported ups main power failure error and sparks/crackling in power cord once plugged in. Case type: not reported.